Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a disconnected green stripe silicone tubing from the lower port on the sheath flow restrictor coil (vc12). The fse proceeded to replace the green stripe silicone tubing and verified the repair as per established procedures. Failure mode of the leak is attributed to a disconnected tubing from the lower port of sheath restrictor coil (vc12). (B)(4).

Event description:
The customer reported approximately 5 to 10 ml of clear fluid leaked from the right of the manual mode of the coulter lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument and fluid leaked onto the counter. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyeglasses at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event.